Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel implant and experienced a rupture on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On july 8, 2022, mentor received an updated patient date of birth. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 2, 2022, mentor became aware the previously unknown device was a 425cc mentor memorygel breast implant, catalog# 3504254bc, serial# (B)(6). In addition, an updated date of event and date of implant were also received. The patient was confirmed to a 41-year-old caucasian female. Finally, it was indicated the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 14, 2022, mentor completed evaluation of the device. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).